Event description:
It was reported that the patient had three inappropriate shocks due to oversensing of noise. The system therapy was programmed off and the clinic will assess the system again later. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient had three inappropriate shocks due to oversensing of noise. The system therapy was programmed off and the clinic will assess the system again later. There were no additional adverse patient effects.

Event description:
It was reported that the patient had three inappropriate shocks due to oversensing of noise. The system therapy was programmed off and the clinic will assess the system again later. There were no additional adverse patient effects. This device is part of capa00005754 emblem sense b noise.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the complaint for more information regarding the specific circumstances of this event.